Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned, during the pre-use check, the breathing circuit compliance became unable to be measured. So the customer requested us to evaluate the complaint product. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation . H10: device evaluation: the breathing circuit and the breathing bag and the hme filter were returned. Visual inspection results: observation of the returned breathing circuit, hme filter, and breathing bag revealed no abnormalities such as damage related to the reported event. Functional testing: next, we conducted a leak test on the breathing circuit, hme filter, and breathing bag, but no leaks were confirmed, and it was confirmed that the product conformed to the standard. Conclusion: the reported event was not confirmed. The cause of the reported problem could not be determined. Actions: we will notify manufacturing site of the occurrence of this event and record this event in a database to monitor the future occurrence status.